Event description:
The customer reported that during a lung biopsy on the 4th or 5th pass, the tip of the needle broke off in the patient's lung. The affected product is not available for evaluation. On (B)(6) 2013, the customer ((B)(6)) provided the following additional information: there was nothing noted of the needle prior to patient use that would indicate any sort of defect. It is unknown if there was anything noted of the needle during the first, second, third, or fourth pass or during any insertions of the needle. The core samples needed were taken in the first few passes. There was no injury to the patient at the time of the event. The patient is being followed by the physician. On (B)(6) 2013, the customer ((B)(6)) also indicated that the tip that broke off in the patient's lung was not removed. Photographs of the broken needle were provided by the customer on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Photographs of the needle involved were received on (B)(4) 2013 from the customer. Upon completion of the investigation, including visual inspection of the photos, a follow-up medwatch report will be submitted.